Event description:
Patient revised on (B)(6) 2020 approximately 3 weeks after primary surgery due to a fractured glenoid from fall. Surgeon converted the reverse to a hemi, explanting all components except humeral stem (36/+6 standard humeral cup, 24mm glenoid baseplate, 36mm centered glenosphere with screw, 4 screws) and implanted a 52x21 offset head and eccentric taper adapter.